Manufacturer narrative:
The battery was 2.3v upon receipt. Vats test was performed and detected several anomalies caused by the battery voltage not being near 3.2v. The ICD current was normal when the ICD was cut open. The device was tested with a 3.15v battery and no anomalies were detected. After a temperature cycle and humidity testing, the device met all specifications. The battery was sent to o the manufacturer for further analysis and no anomalies were detected. The cause of the premature depletion was not determined.

Event description:
The device was explanted, due to premature battery depletion.